Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states. Device not available for return.

Event description:
Customer reported that recently that some plasters were completely wet with insulin and even his t-shirt sometimes is wet with insulin. The patient thinks that it could be a problem with the needle. No adverse event reported. Device not available for return.